Manufacturer narrative:
Results: the embolization coil was returned detached from its pusher assembly with the proximal constraint sphere intact. Conclusions: evaluation of the returned pod5 revealed that the embolization coil was detached from its pusher assembly. However, the pod5 pusher assembly, introducer sheath and the px slim referred to in the complaint description were not returned to penumbra for evaluation. Therefore, the root cause of the reported resistance could not be determined. Penumbra catheters and coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod5s. During the procedure, the physician felt resistance and was unable to advance a pod5 out of its introducer sheath and into a px slim delivery microcatheter (px slim). The pod5 was therefore removed, and the procedure was completed using the same px slim and a pod packing coil (podj). There was no report of an adverse effect to the patient.